Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The reported complaint that the device contained a blurry spot was confirmed. Further, the following defects were found with the device during evaluation : outer tube damaged, needle. Outer tube bent. Outer tube damaged, distal tip. Distal tip damaged. Optical system, optical components. Distal cover glass/negative damaged. The device was repaired and found to be working according to specifications. The defects parts identified above would have caused the device to develop a blurry image. User mishandling is one possible root cause for the damage to the various components of the device. However, given the information provided we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
It was reported by the customer via phone that the hd scope contained a blurry spot. They were able to complete the case with another like device. This did not cause a surgical delay and there was no patient harm. This is all the information the customer has at this time.